Event description:
A zoll patient service representative (psr) contacted zoll customer support while assisting a (B)(6) male patient to report that the patient's monitor was displaying "battery problem." The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is underway. The reported problem (batter problem) was confirmed. Upon investigation, the battery pack was unable to recharge of power up a monitor. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective battery pack. The patient rec'd a replacement battery pack.